Manufacturer narrative:
(B)(4).

Event description:
Information was received from the male patient receiving an unknown intrathecal medication via an implantable infusion pump. The indication for use of the device was unknown. The concomitant medications and patient history were not reported. It was reported that "it" wasn't working the way it was supposed to. The patient went in for a refill yesterday ((B)(6) 2015), and the printout said they should be getting 7.5ml and got 12ml. The patient indicated that they had a new pump implanted on (B)(6) 2015. No further information was reported. The drug, date that they started experiencing the volume discrepancy and pump issue, the serial number, the circumstances that led up to this event, symptoms, and steps taken to resolve/resolution remained unknown at thetime of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.

Manufacturer narrative:
Event date was updated/corrected.

Event description:
Information was received from the male patient receiving an unknown intrathecal medication via an implantable infusion pump. The indication for use of the device was unknown. The concomitant medications and patient history were not reported. It was reported that "it" wasn't working the way it was supposed to. The patient went in for a refill yesterday ((B)(6) 2016), and the printout said they should be getting 7.5ml and got 12ml. The patient indicated that they had a new pump implanted on (B)(6) 2015. No further information was reported. The drug, date that they started experiencing the volume discrepancy and pump issue, the serial number, the circumstances that led up to this event, symptoms, and steps taken to resolve/resolution remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.